Manufacturer narrative:
A review of the manufacturing records for the device(s) was not possible since the device size(s) and lot number(s) were unavailable.

Event description:
An article published by the journal of cardiovascular surgery reviewed the outcome of endovascular aneurysm repair (evar) using gore excluder bifurcated endoprosthesis over a 10 year period. One hundred elective evar procedures were performed from (B)(6) 2006, to (B)(6) 2009. The date of implant is unknown. All cases had aneurysms with a mean diameters of 5.61cm. And ranged 4.2-7.3cm in diameter. Mean aortic neck length was 12.24mm, with a mean proximal aortic diameter of 24.39mm. The mean patient age was 74.1 years, with a range of 44-91 years of age, 91% were male. The article described an event where a complication at the distal end of the device was determined. A 30% narrowing of the distal end of the device was reported. On an unknown date, the patient underwent endovascular re-intervention and stent angioplasty of the iliac artery was performed. The patient tolerated the procedure.